Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the coating peeled off the flexible tube at the insertion section during maintenance involving an olympus visera cysto-nephro videoscope. There was no patient injury reported.